Event description:
Pt complaining that both knees are in extreme pain (still feels like bone and bone) worse on left knee. No numbing medication was used. Fluoroscopy was not used. He had the dose done in (B)(6) last year without these side effects. He iced it in cycles for 8 hours. Advised to inform his dr about his pain and to investigate what was injected. He also wanted to know the details of the syringe that was used. He was very reluctant to call the dr for the investigation.